Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed broken on the anterior side assessed as fold flaw opening and missing side assessed as inconclusive. Additional observations: ¿ red particle observed on the gel. ¿ crease fold observed. ¿ non penetrating nicks ( stress marks) ¿ observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
Healthcare professional additionally reported right side "hole in radius" via an rga form. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.